Event description:
A report was received that the patient had developed a large abscess over the ipg. The abscess was drained under ultrasound and samples were sent out for culture. The patient was sent home with a 6 week course of IV antibiotics. The patient was stable after the drainage. It was unclear if the infection was device or procedure related.

Manufacturer narrative:
.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient had developed a large abscess over the ipg. The abscess was drained under ultrasound and samples were sent out for culture. The patient was sent home with a 6 week course of IV antibiotics. The patient was stable after the drainage. It was unclear if the infection was device or procedure related.

Event description:
A report was received that the patient had developed a large abscess over the ipg. The abscess was drained under ultrasound and samples were sent out for culture. The patient was sent home with a 6 week course of IV antibiotics. The patient was stable after the drainage. It was unclear if the infection was device or procedure related.

Manufacturer narrative:
Update to initial MDR field: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.